Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the sample was not returned; therefore, a visual inspection could not be performed. Functional/performance evaluation: the sample was not returned; therefore, a functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. It is likely that the balloon rupture contributed to the retraction issues and detachment. The definitive root cause for the balloon rupture could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the cephalic arch, the pta balloon allegedly ruptured at 8atm. Following the rupture, the catheter was unable to be retracted from the sheath and the health care provider (hcp) allegedly had to upsize the sheath to retract the device. After retraction of the device the hcp alleges that the distal tip of the balloon detached and was unable to be located under fluoroscopy. There were no reported attempts to retrieve the detached distal tip. The procedure was completed using a second balloon. It was then reported that the patient was sent to another location and the detached distal tip was successfully retrieved. There was no reported patient injury.

Manufacturer narrative:
No medical records were provided to the manufacturer. The lot number for the device was provided. The device history record is currently under review. The device has not been returned to the manufacturer for evaluation. The results of the device evaluation will be furnished upon completion of the event investigation which is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the cephalic arch, the pta balloon allegedly ruptured at 8atm. Following the rupture, the catheter was unable to be retracted from the sheath and the health care provider (hcp) allegedly had to upsize the sheath to retract the device. After retraction of the device the hcp alleges that the distal tip of the balloon detached and was unable to be located under fluoroscopy. There were no reported attempts to retrieve the detached distal tip. The procedure was completed using a second balloon. It was then reported that the patient was sent to another location and the detached distal tip was successfully retrieved. There was no reported patient injury.